Manufacturer narrative:
It was reported that the patient has laxity and requires poly inserts of a different thickness. The cause for the laxity is unknown by the surgeon. Revision surgery is planned address the issue and to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has laxity and requires poly inserts of a different thickness. The cause for the laxity is unknown by the surgeon. Revision surgery is planned address the issue and to exchange the poly inserts.